Manufacturer narrative:
The returned device was evaluated and the case description states that the user received a pod error with reference code 19-12800-00251-034. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the reported pod error and the generation of four other pod errors with error codes ending in -034. Inspection of the log files from the controller found no abnormalities that would contribute to the generated pod alarms. The exact cause of the reported pod alarms could not be determined from the controller logs.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 580 mg/dl. The patient reports due to their controller not communicating with pods they were unable to activate a pod as they had run out of insulin. Once at the hospital the patient was treated with intravenous fluids as well as an insulin drip. The patient was discharged from the hospital after 24 hours. The patient reports they are using a dash controller as a result of this event.